Event description:
It was reported that during a laparoscopic colon procedure, the surgeon placed the device on the colon/rectum. The device was closed and fired. After the device was released from the tissue, the staples were malformed and both ends of colon were open. The procedure was completed with another device. There was no pt consequence.